Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('portion of essure is transparent in the left cornual serosa') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia (left shoulder) on (B)(6) 2013, anemia (slight, rest normal) on (B)(6) 2013, asthenia on (B)(6) 2013, dermatitis (scalp, pain on palpation) on (B)(6) 2013, thyroid nodule (untreated, hormone test unremarkable) on (B)(6) 2012, gravida ii, parity 2, hemithyroidectomy (for untreated thyroid nodule) and mole excision. Menarche: 13 years. Menstrual cycle: 04-05/28-30. Concurrent conditions included herniated disc (intraspinal hernias on vertebral platforms l1-l2 and l2-l3, slight posterior protrusion of the l3-l4 and l4-l5 discs, protruding fibrous ring at the level of l5-s1) since (B)(6) 2017, goiter (no treatment needed) since (B)(6) 2016, gonalgia (both knees unremarkable on x-ray) since 2010, uterine anteflexion, insomnia (sleeps badly, wakes up a lot), mycotic allergy, pollen allergy and dizziness (on amitriptyline). Family history included heart disease, unspecified (mother deceased) and metastatic carcinoma (grandmother deceased). Concomitant products included diazepam (valium), omeprazole and retinol (auxina a masiva) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lumbar pain/ back pain"), groin pain ("groin pain"), tension headache ("intense chronic tension-type headache"), vulvovaginal discomfort ("feeling of heaviness in the external genitalia") and muscle spasms ("leg cramps"). In 2015, the patient experienced pelvic discomfort ("unspecified pelvic discomfort") and malaise ("unspecified general malaise"). On (B)(6) 2015, the patient experienced uterine pain ("pain in uterine area"), 1 year 8 months after insertion of essure. On (B)(6) 2015, the patient experienced pruritus ("generalized pruritus") and eye pruritus ("ocular pruritus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), embedded device (seriousness criterion intervention required), abdominal pain ("diffuse abdominal pain"), local swelling ("pelvic swelling"), polymenorrhoea ("polymenorrhea"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), pain in extremity ("pain in lower limbs"), swelling nos ("swelling"), arthralgia ("joint pain"), fatigue ("chronic tiredness"), vascular pain ("arterial pain") and mental disorder ("psychological sequels") and was found to have uterine leiomyoma ("submucous myoma"). The patient was hospitalized on (B)(6) 2018. The patient was treated with amitriptyline, flunarizine, naproxen sodium (antalgin) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine pain, pelvic discomfort, abdominal pain, local swelling, back pain, pruritus, polymenorrhoea, groin pain, tension headache, metal poisoning, eye pruritus, vulvovaginal discomfort, uterine leiomyoma, pain in extremity, swelling nos, arthralgia, fatigue, vascular pain, muscle spasms, mental disorder and malaise outcome was unknown and the intermenstrual bleeding had resolved. The reporter considered abdominal pain, arthralgia, back pain, embedded device, eye pruritus, fatigue, groin pain, intermenstrual bleeding, local swelling, malaise, mental disorder, metal poisoning, muscle spasms, pain in extremity, pelvic discomfort, pelvic pain, polymenorrhoea, pruritus, tension headache, uterine leiomyoma, uterine pain, vascular pain, vulvovaginal discomfort and swelling nos to be related to essure. The reporter commented: days of disability was reported (unspecified). Her life quality has been harmed, her personal and family relationships, even divorce, as a consequence of the product. She suffered from esthetic damage. (Extract) I attended my check-up on (B)(6) 2018, after my hysterectomy surgery with salpingectomy. A gynecologist came and gave me the results of the pathologic diagnosis, without further explanation. She asked me how I was and I told her that almost all my symptoms had disappeared and she asked me to come in to look at the scars from the surgery. She told me that they do not do anything like that (ultrasound), that everything seems in order and it should be fine since there is no bleeding and I could go back to work. A check-up was then scheduled for (B)(6) 2018. On (B)(6) 2016, gynecological examination: clinical judgment: submucous myoma. In the anamnesis she refers to abundant menstrual periods (she had not reported them before). In my opinion the symptomatology presented by the patient is not related to essure. Patient insists on withdrawal and lose weight before considering the intervention was indicated (current bmi 35). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Allergy test: on (B)(6) 2017: negative test with reading at 48 and 96 h. Computerised tomogram head: on (B)(6) 2017: without alterations - clinical judgment: chronic daily migraine/tension-type headache. Gynaecological examination: on (B)(6) 2016: obesity. Normal external genitalia. Bilateral groin pain reproduced by forced flexion of both lower limbs against the abdomen. Clinical judgment: submucous myoma. In the anamnesis she refers to abundant menstrual periods (she had not reported them before). Symptomatic myoma with submucosal component. Hysteroscopy: on (B)(6) 2017: proliferative endometrium. Myoma projection in posterior uterine face, impressive submucous myoma g2. Laparoscopy: on (B)(6) 2018: normal uterus and annexes, portion of essure is transparent in the left cornual serosa. Magnetic resonance imaging: on (B)(6) 2017: lumbosacral spine: clinical justification: low back pain, multiple impingements observed in radiography. Findings: small vertebral angiomas with no major pathological value. No other alterations in the signal coming from bone structures are observed. Protruding fibrous ring at l5-s1 level. It occupies the anterior epidural space without major neuroforaminal involvement. Intraosseous hernias on the vertebral platforms l1-l2 and l2-l3. Slight posterior protrusion of the l3-l4 and l4-l5 discs. Conus medullaris and fibers of the cauda equina without alterations. Conclusion: disc protrusions at the described levels without compromise of the diameter of the spinal canal nor neuroforamen. Small vertebral angiomas without major pathological value. Pathology test: on (B)(6) 2018: both fallopian tubes show filiform metallic devices. Uterus shows smooth and shiny serosa, at its opening the cervix and endometrium are normal, a 2 cm myoma is identified. Diagnosis: fallopian tubes with unspecific changes, uterine leiomyoma of 2 cm, endometrium and cervix with unspecific change. Ultrasound scan: on (B)(6) 2016: anteverted uterus. Intramural myoma with subserosal component type 1 of figo in posterior face of 14x13 mm. Both essures well positioned. X-ray of pelvis and hip: on (B)(6) 2014: anteroposterior: confirming the good placement of the devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('portion of essure is transparent in the left cornual serosa') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia (left shoulder) on (B)(6)2013, anemia (slight, rest normal) on (B)(6)2013, asthenia on (B)(6)2013, dermatitis (scalp, pain on palpation) on (B)(6)2013, thyroid nodule (untreated, hormone test unremarkable) on (B)(6)-2012, gravida ii, parity 2, hemithyroidectomy (for untreated thyroid nodule) and mole excision. Menarche: 13 years. Menstrual cycle: (B)(6)/ 28-30. Concurrent conditions included herniated disc (intraspinal hernias on vertebral platforms l1-l2 and l2-l3, slight posterior protrusion of the l3-l4 and l4-l5 discs, protruding fibrous ring at the level of l5-s1) since (B)(6)2017, goiter (no treatment needed) since f(B)(6) 2016, gonalgia (both knees unremarkable on x-ray) since 2010, uterine anteflexion, insomnia (sleeps badly, wakes up a lot), mycotic allergy, allergy to plants and dizziness (on amitriptyline). Family history included heart disease, unspecified (mother deceased) and metastatic carcinoma (grandmother deceased). Concomitant products included diazepam (valium), omeprazole and retinol (auxina a masiva) since 2016. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lumbar pain/ back pain"), groin pain ("groin pain"), headache ("intense chronic tension-type headache"), vulvovaginal discomfort ("feeling of heaviness in the external genitalia") and muscle spasms ("leg cramps"). In 2015, the patient experienced pelvic discomfort ("unspecified pelvic discomfort") and malaise ("unspecified general malaise"). On (B)(6)2015, the patient experienced uterine pain ("pain in uterine area"), 1 year 8 months after insertion of essure. On (B)(6)2015, the patient experienced pruritus ("generalized pruritus") and eye pruritus ("ocular pruritus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), embedded device (seriousness criterion intervention required), abdominal pain ("diffuse abdominal pain"), local swelling ("pelvic swelling"), polymenorrhoea ("polymenorrhea"), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis"), pain in extremity ("pain in lower limbs"), swelling nos ("swelling"), arthralgia ("joint pain"), fatigue ("chronic tiredness"), vascular pain ("arterial pain") and mental disorder ("psychological sequels") and was found to have uterine leiomyoma ("submucous myoma"). The patient was hospitalized on (B)(6)2018. The patient was treated with amitriptyline, flunarizine, naproxen sodium (antalgin) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, uterine pain, pelvic discomfort, abdominal pain, local swelling, back pain, pruritus, polymenorrhoea, groin pain, headache, metal poisoning, eye pruritus, vulvovaginal discomfort, uterine leiomyoma, pain in extremity, swelling nos, arthralgia, fatigue, vascular pain, muscle spasms, mental disorder and malaise outcome was unknown and the intermenstrual bleeding had resolved. The reporter considered abdominal pain, arthralgia, back pain, embedded device, eye pruritus, fatigue, groin pain, headache, intermenstrual bleeding, local swelling, malaise, mental disorder, metal poisoning, muscle spasms, pain in extremity, pelvic discomfort, pelvic pain, polymenorrhoea, pruritus, uterine leiomyoma, uterine pain, vascular pain, vulvovaginal discomfort and swelling nos to be related to essure. The reporter commented: days of disability was reported (unspecified). Her life quality has been harmed, her personal and family relationships, even divorce, as a consequence of the product. She suffered from esthetic damage. (Extract) I attended my check-up on (B)(6)2018, after my hysterectomy surgery with salpingectomy. A gynecologist came and gave me the results of the pathologic diagnosis, without further explanation. She asked me how I was and I told her that almost all my symptoms had disappeared and she asked me to come in to look at the scars from the surgery. She told me that they do not do anything like that (ultrasound), that everything seems in order and it should be fine since there is no bleeding and I could go back to work. A check-up was then scheduled for (B)(6)2018. On (B)(6)2016, gynecological examination: clinical judgment: submucous myoma. In the anamnesis she refers to abundant menstrual periods (she had not reported them before). In my opinion the symptomatology presented by the patient is not related to essure. Patient insists on withdrawal and lose weight before considering the intervention was indicated (current bmi 35). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Allergy test - on 26-oct-2017: negative test with reading at 48 and 96 h. Computerised tomogram head - on (B)(6)2017: without alterations - clinical judgment: chronic daily migraine/tension-type headache. Gynaecological examination - on (B)(6)2016: obesity. Normal external genitalia. Bilateral groin pain reproduced by forced flexion of both lower limbs against the abdomen. Clinical judgment: submucous myoma. In the anamnesis she refers to abundant menstrual periods (she had not reported them before). Symptomatic myoma with submucosal component.. Hysteroscopy - on (B)(6)2017: proliferative endometrium. Myoma projection in posterior uterine face, impressive submucous myoma g2. Laparoscopy - on (B)(6)2018: normal uterus and annexes, portion of essure is transparent in the left cornual serosa. Magnetic resonance imaging - on (B)(6)2017: lumbosacral spine: clinical justification: low back pain, multiple impingements observed in radiography. Findings: small vertebral angiomas with no major pathological value. No other alterations in the signal coming from bone structures are observed. Protruding fibrous ring at l5-s1 level. It occupies the anterior epidural space without major neuroforaminal involvement. Intraosseous hernias on the vertebral platforms l1-l2 and l2-l3. Slight posterior protrusion of the l3-l4 and l4-l5 discs. Conus medullaris and fibers of the cauda equina without alterations. Conclusion: disc protrusions at the described levels without compromise of the diameter of the spinal canal nor neuroforamen. Small vertebral angiomas without major pathological value. Pathology test - on (B)(6)2018: both fallopian tubes show filiform metallic devices. Uterus shows smooth and shiny serosa, at its opening the cervix and endometrium are normal, a 2 cm myoma is identified. Diagnosis: fallopian tubes with unspecific changes, uterine leiomyoma of 2 cm, endometrium and cervix with unspecific change. Ultrasound scan - on (B)(6)2016: anteverted uterus. Intramural myoma with subserosal component type 1 of figo in posterior face of 14x13 mm. Both essures well positioned. X-ray of pelvis and hip - on (B)(6)2014: anteroposterior : confirming the good placement of the devices. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service: patient's full name, address and age was given (38 years), comment was added: (extract) I attended my check-up on (B)(6)2018, after my hysterectomy surgery with salpingectomy. A gynecologist came and gave me the results of the pathologic diagnosis, without further explanation. She asked me how I was and I told her that almost all my symptoms had disappeared and she asked me to come in to look at the scars from the surgery. She told me that they do not do anything like that (ultrasound), that everything seems in order and it should be fine since there is no bleeding and I could go back to work. A check-up was then scheduled for (B)(6)2018. I hereby file this claim for all damages and losses suffered as a result of the insertion of the essure device and its removal. On (B)(6)2021: no new information. On (B)(6)2021: lawyer provided medical records (case medically confirmed): patient's date of birth /age added. Essure insertion date was specified: (B)(6)2014. Medical history and test results provided (none reported previously). New events added: portion of essure is transparent in the left cornual serosa, abdominal distension, metal poisoning, vascular pain, vulvovaginal discomfort, muscle spasms, groin pain, uterine leiomyoma, endometrial disorder, pelvic discomfort, malaise, uterine pain, polymenorrhea, pruritus, eye pruritus, abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain/ back pain"), pain in extremity ("pain lower limbs"), arthralgia ("joint pain"), headache ("intense headaches"), fatigue ("chronic tiredness"), mental disorder ("psychological sequels"), adverse event ("aesthetics damages") and swelling ("swelling"). The patient was treated with surgery (total hysterectomy with double salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, metrorrhagia, back pain, pain in extremity, arthralgia, headache, fatigue, mental disorder, adverse event and swelling outcome was unknown. The reporter considered adverse event, arthralgia, back pain, fatigue, headache, mental disorder, metrorrhagia, pain in extremity, pelvic pain and swelling to be related to essure. The reporter commented: days of disability was reported, however she did not specify it. Her life quality has been harmed, her personal and family relationships, even divorces, as a consequence of the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-jun-2018 for the following meddra pt (excluding this case): pelvic pain. The analysis in the global safety database revealed 11.476 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.